Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's father called in stating that his son's personal device manager (pdm) had an error message and he tried resetting it with a paperclip and changing the batteries but it is just stuck on the white and green omnipod screen. The patient's father stated they went to the hospital to get a back up method but just moved to (B)(6) from (B)(6) and his son did not have a (B)(6) account in (B)(6), so a task for follow up and adding his son to our system was created so a new pdm can be sent out and medical event questions answered. No other information is available at this time.